Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. This event was previously reported under manufacturing report # 1822565-2013-01568. Evaluation summary: review of the primary operative notes does not indicate root cause. It is unknown if the cement was allowed to cure with the knee in full extension. Review of the revision operative notes indicates that the tibial component was grossly loose. The femoral and patellar components were reported to be stable and well fixed. Radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the available info, a definitive root cause cannot be ascertained at this time. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.